Event description:
The customer reported that they were admitted to the hosp due to low bgs. It was informed that the dr could not determine the cause of low bgs. Troubleshooting was performed. The trainer found that the customer had alarms. Also the bolus history showed over 80u of insulin bolused while the customer was receiving the alarms.